Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post-laminectomy pain. It was reported the patient was charging too frequently. The patient noted that she used to recharge every 10-15 days and now had to recharge every 6-7 days. The patient also noted that it was taking too long to recharge. It was indicated that the patient did not charge the implantable neurostimulator (ins) 100% full because it would not fully charge. The patient also noted that she did get full coupling bars and there were no changes to the ins pocket site. It was noted these issues began within the last 6 months prior to (B)(6) 2016. The patient noted that she did get full coupling but also noted that she now recharged when she went to bed as she had to lay still. The patient noted that she had not had her implant checked since the date of implant. The patient later reported that she had not made any adjustments to her settings for about a year. The patient noted that she waits until the ins depletes to recharge and said that she recharges when she starts to feel pain return in her lower back and legs. The patient also noted that usually at that time, the stimulation did get a little stronger right before it depletes. The patient stated she would call her healthcare provider (hcp) office within the week. Symptoms reported included soreness at the ins site that began within the last 2 weeks. The patient noted the soreness might have been related to a slight accident she was in about a week ago.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.